Event description:
Advised he just slid out the bed. Advised the mattress is slippery and the patient doesn't want it anymore. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).